Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient's reason for calling was to find out how stimulation could have turned off without their knowledge and why it happened. The patient reported they had a reoccurrence of leakage and when they went to see their healthcare provider on (B)(6) 2019 it was discovered that their stimulation was turned off. The stimulation was turned back on in the office using the clinician tablet as the patient did not have their patient programmer with them at the time. The possibility of unintentionally turning off stimulation when handling the patient programmer was reviewed. They were able to sync with the patient programmer while on the call and it showed stimulation was on. Patient did not make any changes during the call. Patient was going to follow-up with patient services if they needed troubleshooting in the future. This was reported to be a sudden change in therapy/symptoms. No further complications were reported or anticipated.